Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue.based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In this case, the instructions for use (IFU) deviation would not have contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 24f sheath hole prior to an endoprosthesis procedure. Reportedly, during the third step, the suture wire of the first prostyle device did not return to proceed with the cut. The prostyle device was removed, and a new prostyle device was used. The doctor followed all the technical steps, and in the third step, again the wire did not appear to effectively perform the cut. The sutures of two new prostyle devices were successfully pre-placed. The sheath remained a 24f and the endoprosthesis procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494- off-label use- indication for use. The additional device referenced in b5 is filed under a separate medwatch report number.